Manufacturer narrative:
This correction supplemental report was submitted based on a change to the describe event or problem field in report section b5.

Event description:
It was reported that the patient presented to the emergency department (ed) with bleeding from the incision site following an implant procedure. At the ed the patient became unresponsive and limp. The healthcare provider (hcp) requested review of any recent stored device events. Boston scientific technical services (ts) reviewed and advised no episodes were stored at the time of patient reported symptoms. However, ts noted upon review there is significant baseline noise observed in a prior stored episode. Additional information from the boston scientific representative provided the bleeding from the incision site was resolved with cauterization. Subsequently the physician performed a revision procedure. This procedure was completed successfully. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was repositioned. The patient reported to the emergency department (ed) with bleeding from the incision site following an implant procedure. At the ed the patient became unresponsive and limp. These patient symptoms are the result of patient condition and not related to the icm device. The healthcare provider (hcp) requested review of any recent stored device events. Boston scientific technical services (ts) reviewed and advised no episodes were stored at the time of reported symptoms. However, ts noted upon review there is significant baseline noise observed in a prior stored episode. Additional information from the boston scientific representative provided bleeding from the incision site was resolved with cauterization. Subsequently the physician performed a revision procedure. This procedure was completed successfully. The device remains in service. No additional adverse patient effects were reported.